Event description:
It was reported that a clear fluid was dripping from the c-arm on the 9600+ sys and the images went white. Another sys was used to finish the case. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Inspection identified the need to replace the collimator cover and gasket (prevent water infiltration) and the camera. The identified components were replaced. The sys was tested and found to be working as intended and placed back into svc.